Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the pump was not annunciating audible tones for the high blood glucose (bg) alert when the customer's blood glucose level was above 270-271 mg/dl. Reportedly, the high bg alert was set to alert when the customer's bg level reached 180-181 mg/dl. The cgm alerts and reminders section was reviewed and no issues were identified. Reportedly, the customer reverted to alternate therapy for diabetes management.